Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt the device getting hot. Boston scientific technical services (ts) discussed the device should not be warm and referred patient to physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.